Event description:
The initial reporter stated they have been having ongoing issues with controls failing for ise tests on the cobas pro ise analytical unit. The customer states they have to clean the probes with acetone and re-install them almost daily in order for controls to pass. The customer stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on the system. All initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and these repeat results were deemed correct. (B)(6). The na electrode lot number was u8564, with an expiration date of 28-nov-2022.

Manufacturer narrative:
The field service engineer determined the sample probe was contaminated and needed to be cleaned. The sample probe pathway was cleaned. The ise flow path was cleaned. The customer ran calibration and controls; these passed. The customer tested 5 patient samples that were previously tested on another analyzer and the results were very similar. The sample centrifugation time may have been lower than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.